Event description:
It was reported that during a low anterior resection procedure, some staples were not formed well (not b shape) and fell off the stapled line after firing the device. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.